Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an unknown error "can't pair with (B)(4)." It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined. In addition, signal loss over one hour was found in connection to the reported allegation. The reported event of there was an unknown error "can't pair with (B)(4)" is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.